Event description:
Olympus was informed that during an unspecified colonoscopy procedure, the users experienced a complete loss of image. The intended procedure was completed with an unidentified endoscope. There was no patient harm reported.

Manufacturer narrative:
Olympus followed-up with the user facility to obtain additional information regarding this report. The user facility reported that the image started out staticky followed by a complete loss of image five minutes into the procedure. The device referenced in this report was returned to olympus for evaluation. The evaluation found the image flicking but still visible. There was evidence of fluid invasion inside the endoscope connector and in the electrical connector which likely caused or contributed to the reported image difficulties, however the device was noted to pass leakage testing. As the device passed leak testing the likely source of the fluid invasion appears to be due to mishandling, likely during reprocessing. Additionally, the referenced device had deep indentation on the distal-end cover with play noted on the control knob. The device was repaired and returned to the customer. This report is being submitted as a medical device report in an abundance of caution.